Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient symptomatic due to superior vena cava (svc) stenosis. This required a svc venoplasty. It was noted that the presence of the right ventricular (rv) lead was a contributing factor to the stenosis. A chest x-ray also confirmed fracture of the lead under the clavicle. The lead was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.